Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation when the implantable pulse generator (ipg) went into hibernation mode. Troubleshooting with the remote control and charger did not resolve the issue. Therefore, the patient underwent an explant procedure during which the ipg was removed. The explanted ipg will not be returned as it was retained by the medical facility. There were no reported patient complications postoperatively.

Manufacturer narrative:
Device analysis that was performed on the returned ipg revealed that it passed visual inspection with no anomalies. However, it was unable to be recharged using multiple chargers. The ipg was cut open and electrical testing that was performed revealed that fuse (f1) was blown which created an open circuit. A data log was unable to be retrieved and attempts to communicate with the ipg using a known working rc were unsuccessful. Additionally, electrical measurements displayed excessive sleep current and lower than expected resistance of a node which confirmed that the application specific integrated circuit (asic) was damaged. This damage is indicative of exposure to external high voltage sources however, objective evidence from the field noted that electrocautery was not used during or prior to the explant procedure. A labeling review was performed which determined that procedures such as electrocautery, lithotripsy, external defibrillation, radiation therapy, ultrasonic scanning or high-output ultrasound may turn stimulation off or may cause permanent damage to the device, particularly if used in close proximity, as documented in the instructions for use (IFU). Therefore, the reported event of loss of stimulation is a known risk with use of the scs device, as documented in the IFU.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation when the implantable pulse generator (ipg) went into hibernation mode. Troubleshooting with the remote control and charger did not resolve the issue. Therefore, the patient underwent an explant procedure during which the ipg was removed. The explanted ipg will not be returned as it was retained by the medical facility. There were no reported patient complications postoperatively.